Event description:
It was reported that the customer experienced multiple elevated blood glucose (bg) levels displayed as "high"; although specific value was not provided. Troubleshooting with tandem technical support was performed and determined insulin was not being delivered from the cartridge. Customer administered a correction injection to address the bg. Customer changed the cartridge to resolve the issue and resumed insulin delivery. Recommendation was made to consult a healthcare provider in regards to diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.